Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 2 was confirmed during device evaluation. The root cause was identified as a damaged latch roller. The latch roller was replaced to resolve the issue. If additional relevant information is received, a follow-up MDR will be submitted.

Event description:
It was reported by a facility representative that a 2 failure code occurred with a flogard infusion pump. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.